Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine appointment, this implantable cardioverter defibrillator (ICD) device and right ventricular lead, exhibited multiple episodes of over-sensed noise, gradual increasing pacing thresholds, decreasing pacing impedance (within normal range), and inappropriate anti-tachycardia pacing (atp). The physician performed lead integrity testing, including isometrics. Noise was recreated with pocket manipulation, on the (rv) channel. A technical service (ts) consultant reviewed the available device data, and advised doing a replacement. The device remains implanted. No adverse patient effects were reported. Additional information was received that the device remains implanted, but the (rv) was surgically capped/abandoned. A new lead was implanted. The device remains implanted. No adverse patient effects were reported.